Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the distal end of the forceps cover adhesive peeling and missing glue likely occurred from external force applied to the part. Investigation confirmed that there was no adhesive in the position where adhesive should have been applied. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered the glue on the forceps cover was peeling due to deteriorated caused by chemical stress during the cleaning sterilization and disinfection (cds) process. Additionally, the light guide lens contained old glue that was peeling. Lastly, the bending section cover was damaged, and the glue was peeling open. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility returned an asset evis exera ii ultrasound gastrovideoscope to the service center. During a standard inspection and estimation of the returned device, the distal end of the forcep cover adhesive was peeling and missing glue. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus. This MDR is being submitted to capture the reportable malfunction found during the evaluation.